Event description:
It was observed that during the device evaluation, the subject device exhibited a broken and displaced lens. Additionally, the light guide bundle contained many broken fibers. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the malfunction involving the broken and displaced lens was attributed to component failure of the lens. Similarly, the malfunction of the light guide bundle, which had many broken fibers, was attributed to component failure of the light guide bundle should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.